Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that there was elevated sensing integrity counter (sic) on the right ventricular (rv) lead. Provocative testing was done with no evidence of noise on the lead. The lead remains in use. No patient complications have been reported as a result of this event.